Event description:
It was reported by remote transmission the patient presented to the emergency department after hearing alerts coming from their device. It was determined the high voltage portion of the ventricular lead showed high impedance. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568 implantable pacing lead 2003 (B)(6), 4296 left ventricular (lv) lead 2013 (B)(6). (B)(4).